Event description:
01/16/2019. Updated event description: the case was completed on (B)(6) 2018 at (B)(6) hospital in orlando. This complaint involved three (3) devices.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. B5/b6:updated information provided for reporting. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The implants were not returned and instead will be do based on the supplied image ((B)(4) . Additional information with x-ray image from sales consultant. The images (3 total) were reviewed and the complaint condition for broken post-op for the distal locking screw was confirmed as the last image shows a breakage along the shaft of the screw. As the implant was not returned an as received, dimensional, material or drawing reviews are not applicable. A device history review could not be performed as the lot number could not be determined from the supplied images. No definitive root cause was able to be determined as the circumstances surrounding the complaint are unknown. During this investigation no product design or manufacturing issues were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant device: tfna nail (part: 04.037.024s, lot: h393799, quantity: 1).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent a revision on (B)(6) 2019 as the trochanteric femoral nail advance (tfna) lag screw and 5.0mm ti distal locking screw broke in the tfna nail on an unknown postoperative date. The lag screw was broken at the spread junction as well as there was a femoral sub capital fracture line. The initial implant date was (B)(6) 2017. All the hardware explanted, and patient was revised to a total hip arthroplasty on (B)(6) 2019. There was a very long surgical delay due to the fact where the lag screw broke. Procedure and patient outcome were unknown. This report captures the post-op event involving broken trochanteric femoral nail advance (tfna) lag screw and unknown distal locking screw and related complaint (B)(4) captures the intra-op event involving a nail extractor that broke during the revision surgery. This report is for one (1) 5.0mm ti locking screw. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
This report is for an unknown distal locking screw/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2017, the trochanteric femoral nail advance (tfna) lag screw and unknown distal locking screw broke in the tfna nail. A proposed removal procedure for a total hip arthroplasty is yet to be scheduled. There was an unknown surgical delay. Procedure and patient outcome are unknown. This report is for an unknown distal locking screw. This is report 3 of 3 for (B)(4).